Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that during implantation of the lvad, he noted that the sealed inflow conduit was bleeding from both holes. The surgeon stated that he lifted the heart out of the pt's chest and noted that the bleeding was coming from both holes, and not just entering in the back hole and exiting the front hole. Many blood products were used to stop the bleeding. The lvad was implanted and the pt remains ongoing.

Manufacturer narrative:
The device remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.